Manufacturer narrative:
(B)(4). The reported complaint of the needle was bent was confirmed based on the investigation of the sample received. The customer returned one epidural needle and lidstock for evaluation. Visual examination of the returned sample revealed the needle appeared to be bent. The cannula was bent toward the bottom of the cannula. A device history record review was performed on the epidural needle with no relevant findings. It is unknown how the needle was handled prior to and during use and the pressure used for insertion and removal. Therefore, based on the information provided and the condition of the sample received, the potential cause of this complaint could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2026, an incident occurred with a female patient in the maternity ward. The tuohy needle in the kit bent very easily at its distal end during epidural insertion. Epidural insertion was very difficult and failed. The patient was reported as fine."

Event description:
It was reported that: "on (B)(6) 2026, an incident occurred with a female patient in the maternity ward. The tuohy needle in the kit bent very easily at its distal end during epidural insertion. Epidural insertion was very difficult and failed. The patient was reported as fine."

Manufacturer narrative:
(B)(4).